Event description:
A malfunction was reported, but no notable events preceded it. The customer¿s blood glucose level did not exceed 500 mg/dl, so there was no adverse impact on their glucose levels. Technical support provided the customer with pump reset information, and assisted in resetting the pump, which successfully resolved the issue as the malfunction did not recur.